Event description:
There was no pt involved in this event. This device malfunctioned because the green status indicator was constantly illuminated and nor flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) and that it had performed to specification up to (B)(6) 2012. The information obtained from the device showed no evidence that the device failed to perform to specification. Investigation did not confirm there to be a fault with the device or any component in the device. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.